Event description:
A report was received that a patient was explanted due to bleeding from the pocket site. The physician saw the patient's pocket site and decide to explant the entire system. According to the physician the patient's pocket site looked smashed from falling but the patient does not know how that occurred. The patient was not experiencing any pain associated with the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2138-50, (B)(4) and (B)(4), description: linear lead (phase iiia), 50 cm. The explanted devices will not be returned bsn because they were discarded by the medical facility.